Manufacturer narrative:
Results: as rec'd, the ipg was non-responsive. Per the reported complaint, the pt did not recharge the ipg for an extended period of time. According to the eon mini dfu review, there is adequate info for preserving the ipg when not in use. The dfu states, "do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy." Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd an scs system including an ipg on (B)(6) 2009. It was reported that she had not recharged the ipg since implant, and no communication could be established with the device. Surgical intervention was undertaken to replace the pt's ipg. No further complications were reported.